Manufacturer narrative:
Submit date: 14-jun-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for servicing. Upon triage, a technician found that the unit had no audio after connecting it with ac power, no sounds were heard after multiple attempts. The unit was disassembled and it was found that a component, which is a part of the buzzer frequency circuit for the audio in the unit, was giving irregular output. Disposition of unit was requested due to the repair being too costly.

Event description:
The unit was returned for preventative maintenance. During triage on (B)(6) 2017, the service tech found the unit had no audio.